Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: check the machine found the leak test not getting pass. Calibrated in service software mode and found the problem blower flow not get pass. Patient not involved during failure occur.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: check the machine found the leak test not getting pass. Calibrated in service software mode and found the problem blower flow not get pass. Patient not involved during failure occur.